Event description:
On (B)(6) 2013 the patient contacted animas and left a message stating that he is having issues with his pump. No details were provided. Customer technical support has made multiple attempts to reach the patient for more information and troubleshooting, without success. This complaint is being reported because the reported issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.